Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The outer insulation is cut and stretched at 10.3 cm. A second cut in the outer insulation is found at 13.8 cm.

Event description:
It was reported that during the implant procedure, after the lead was implanted in the right atrium, the suture sleeve was difficult to move on the lead body; extra force was needed to move the suture sleeve although it was lubricated with saline solution. At that time the implanting physician noticed a change in insulation integrity, therefore the lead was removed and was not implanted. Another lead was moved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.